Manufacturer narrative:
Correction: h.4, additional info: d.10. The report of an overinfusion of an unspecified medication was not definitively confirmed. Only the pump module event log was received for investigation. The pump module event log shows pump module (B)(6) was initially programmed to infuse at 1ml/hr at 3:11 am on (B)(6) 2020 (not at 2:30 am as was reported) and ran at this rate until 9:39 am on (B)(6) 2020 (approximately 78 hours). At the programmed rate, only 78ml should have been delivered, however the user reported the 250ml bag was empty at this time. The event log contained no obvious programming errors that would result in the reported event. The root cause of the reported overinfusion of an unspecified medication was not identified. A review of the device history record showed the device had a manufacture date of 21 may 2001. The review was performed from the date of manufacture to the date of product release for distribution but could not be performed completely due to the manufacturing date being prior to the current data capture system launch date. A review of the complaint history record was performed for the pump module which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported a 250ml bag of an unknown medication was hung (B)(6) 2020 at 0230, which was running at 1ml/hr. The bag noted to be completely empty on (B)(6) 2020 at 0800. At the intended rate, only 78 ml should have infused. There was no leaking noted from bag or tubing. This event happened in the nicu. It was requested that the event log be deciphered. Patient status is unknown. Although requested, further information not provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient information was provided. No devices received, log review only.

Event description:
The customer reported a 250ml bag of an unknown medication was hung (B)(6) 2020 at 0230, which was running at 1ml/hr. The bag noted to be completely empty on december 24th at 0800. At the intended rate, only 78 ml should have infused. There was no leaking noted from bag or tubing. This event happened in the nicu. It was requested that the event log be deciphered. Patient status is unknown. Although requested, further information not provided.